Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that customer received a button error alarm. It was reported that customer placed insulin pump in a plastic bag and placed bag in a cooler while at the beach. Customer's blood glucose was 161 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.